Event description:
An event was reported under the study. The procedure was carotid artery stenting. The angioguard was placed and the precise stent was implanted with successful results. Subsequently, during the procedure, the pt's blood pressure was dropped, and etilefrine hydrochloride and dopamine hydrochloride were administered. The male pt recovered three days after the procedure, and was discharged. The target lesion was the right internal carotid artery. There was mild calcification and no vessel tortuosity with a 90% rate of stenosis.

Manufacturer narrative:
The device is not available for eval and testing. However, any additional info will be submitted within 30 days upon receipt. This is one of two devices involved with this event, which associated with mfg report number 9616099-2008-02657.